Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit failed rotor alarm test. The unit was triaged and the customer¿s reported condition was confirmed. Service found an issue with the gearbox. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-12-06. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer states that the unit failed rotor alarm test. No patient was involved with this event.